Event description:
It was reported by service report that the fifth wheel was not staying engaged. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Evaluation: result: 5th wheel roller.